Event description:
It was reported that the customer passed away after experiencing extreme high blood glucose levels. The caller stated that the customer was moving all over her bed, but could not be awoken as she was unconscious. The customer was taken to the emergency room and was admitted due to diabetic ketoacidosis, with a blood glucose of 2400 mg/dl. The customer was unable to talk, and went into renal failure. It was stated that her heart stopped, her lungs failed and she had a brain infection. It was stated that the customer was not wearing the insulin pump at the time of hospitalization but it was not known how long she had been without it. The caller did not know where the insulin pump was, and stated she would contact the customer's boyfriend. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.